Event description:
It was reported that the patient's speech understanding has decreased since autumn 2007. Testing was carried out which showed a high impedance of the reference electrode. The clinic intends to go for a re-implantation however due to the parents still considering the surgery and the strike action of the nurses, the re-implantation will probably be carried out in 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.